Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed blood leakage at the level of the access pod. The reported condition of leak was verified. A potential cause of the condition could be related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access pod of a prismaflex m 150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.